Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited elevated threshold and intermittent capture. Evidence showed that this was likely due to twiddler's syndrome in which leads were noted twisted in the pocket. In addition, it was observed that there was no slack on the lead. A lead revision was performed and the lead remains in service. No additional adverse patient effects were reported.